Manufacturer narrative:
Philips service replaced the ups 1phase data integrity battery sp and ups 1phase data integrity controller sp. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that ups failure caused system shutdown during procedure on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.